Event description:
Caller reported experiencing a sensor error, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the issue was resolved, allowing the caller to successfully start their sensor session without further error codes.